Event description:
Pt's report of severe pain 8 weeks post operative along with interruption of normal daily activities. The pt underwent an inguinal hernia repair with placement of a perfix plug after suffering traumatic blunt force trauma. Following the operation, the pt experienced problems in the recovery room. The pain was increasingly severe. Eight (8) weeks later, the pt reports a constant stabbing, shooting pain and burning into the groin, scrotum, abdomen, leg and incision. The pt reports that now, months later, he has experienced no relief. The pt reports that his physician stated that most likely the nerves did not heal right. The pt reports having been to several doctors and been administered several injections and prescriptions and still in constant pain, unable to resume living in the same manner of life as he did previous to the hernia repair surgery. Even sitting and simple walking is a problem. The pt reports having had blood in his urine and stools, his physicians stated that this was normal after surgery. The pt is using otc laxatives and other pain medications. The pt is having bowel problems and abdomen pain, his entire right side is sometimes unbearable.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. No initial reporter contact information included on the maude report; therefore, no follow-up can be made. We, therefore, consider this report complete to the best of our knowledge.